Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter facility name: (B)(6) medical center reported here as facility name exceeded character limit for designated field. G4 - premarket / 510(k): k141521, k141597. Device evaluated by MFR: the device was returned for evaluation. A visual and tactile examination identified that the balloon was tightly folded and had not been subject to positive pressure. A visual examination of the markerbands identified no issues. A visual and tactile examination identified a shaft kink approximately 175mm proximal from the distal tip. A visual and tactile examination identified damage to the distal tip. No other issues were identified during the product analysis.

Event description:
It was reported that tip detachment occurred. The a 5.0 x 40, 40cm mustang balloon catheter was selected for use in a shunt percutaneous transluminal angioplasty (pta). Upon unpacking, it was noted that the distal tip has been cut diagonally. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter facility name: (B)(6). G4 - premarket / 510(k): k141521, k141597.

Event description:
It was reported that tip detachment occurred. The a 5.0 x 40, 40cm mustang balloon catheter was selected for use in a shunt percutaneous transluminal angioplasty (pta). Upon unpacking, it was noted that the distal tip has been cut diagonally. The procedure was completed with another of the same device. There were no patient complications as a result of this event.